Manufacturer narrative:
Reliability analysis inspected two sealed enlite sensors and performed testing. Both sensors passed per specification with accurate readings. Inspected two opened/used enlite sensors and performed testing. One of two sensors failed with no isig readings. Checked lab transmitter for proper use and operation, and the transmitter passed per specification. One remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a bad sensor. It was reported that the sensor only had half the electrode. The customer's blood glucose level was reported to be 216mg/dl. It was reported that the device is being replaced and returned for analysis.